Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02204, related manufacturer reference number: 1627487-2020-21549. It was reported that patient's leads migrated. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the leads were explanted and replaced to address the issue. It is unknown which leads are related to the issue, so all suspected leads are being reported.